Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices received. There are two associated complaints. Each one lists quantity one. These will be assessed together since they are not serialized and upon receipt they were not identified. Both devices have been returned without t1, t2 or suture. The devices are used. They are both slightly twisted and one has a slight bow. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the devices actuate and cycle. No root cause related to the manufacture of the device can be established. No further investigation is warranted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t1 deployed as expected. The t2 did not deploy, the ring was pushed forward several times and the t2 remained seated in its place on the needle. This occurred with both fast-fix 360 devices, from different batch numbers. A third fast-fix 360 was used and worked as expected.